Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. The event report alleges the products were used in a surgical procedure. The visual inspection and functional evaluation of the devices had acceptable results. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Our investigation was unable to determine a root cause or establish a relationship between the device and the reported incident. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Event description:
According to the reporter: during laparoscopic appendectomy procedure, the device was stapled the line incomplete. To finish the procedure, the surgeon hand sewn the opening where the appendix was taken off. No patient injury has been noted.